Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ q-syte closed luer access device was leaked on the 5th day of use.

Manufacturer narrative:
H.6. Investigation summary: DHR review was not conducted since the lot number for this evaluation is unknown. Received a q-syte unit along with a miscellaneous extension set and an administration set. No packaging material was returned. Visual/microscopic evaluation: damage (cracking) was observed on the bottom body of the q-syte. The top disk revealed damage (tears) on the slit. The column wall revealed damage (tear). Damage (tear) was observed on the slit of the septum bottom disk (disassembled after leak test). Water leak test: no leakage was observed on the un-actuated position. Leak occurred when the unit was tested in the actuated position. The source of the leak was the cut found on the column wall and out the vent plug. Conclusion(s): a definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that bd¿ q-syte closed luer access device was leaked on the 5th day of use.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that bd¿ q-syte closed luer access device was leaked on the 5th day of use.